Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: failed back surgery, pseudoarthrosis l5-s1, l5-s1 foraminal stenosis, degenerative disk disease l4-5 and l5-s1. The patient underwent the following procedures: anterior lumbar interbody decompression and fusion of l4-5, alif l5-s1, insertion of prosthetic graft ls-s1, insertion of prosthetic graft l4-5, laminectomy left l5, laminectomy of s1, instrumentation, iliac crest bone graft. As per op-notes, ¿utilizing the appropriate lt cage instrumentation, I was able to remove the disk material and prepare the endplates. I followed this by placing the lt cage, which had the rhbmp-2/acs gene. The l4-5 level was prepared. With the appropriate instruments, the disk material was completely evacuated and removed. The endplates were prepared for fusion. The l4-5 level had fusion placed utilizing the femoral ring. Fusion was prepared. The construct was completed at this time; thus, instrumentation and fusion were fully completed.¿ on (B)(6) 2002 the patient was discharged from the facility.